Manufacturer narrative:
Physio-control further examined the removed therapy cable assembly and determined that the cause of the reported issue was that the low voltage connector pin on the device side of the cable's connector had broken off.  The missing low voltage connector pin caused the device to not detect when the therapy cable was connected to the device, thus preventing the device from detecting a patient load, charging, and shocking.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the damaged therapy cable assembly and removed the broken pin that was lodged inside of the device's therapy connector. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a pin from their therapy cable assembly had broken off and become lodged in their device's therapy connector.  As a result, paddles lead ECG was inoperative and the device could not charge and shock, if it were necessary. The customer advised that there was patient use associated with the reported event.  No further information about the patient (including outcome) or the event itself were provided; however, a medic who was on scene stated that the reported issue did not impact patient care. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.